Event description:
Additional information was received indicating that the right ventricular (rv) was capped and a new rv lead was placed to resolve the event. The patient was stable.

Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis. Further information was requested but not received.

Event description:
During in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the lead oversensing was reproduced. An x-ray was performed and revealed externalized conductors. Technical support was contacted and confirmed the externalized conductors on the rv lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.